Event description:
It was reported that the patient received 11 inappropriate shocks. Later, it was noted that double counting of t-waves had caused the shocks. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; grommet damage was observed.